Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the device failed the sample mesh test during evaluation; the cutter was damaged, the lower cylinder shaft end was worn, the side plates were the old version, the screw was missing from the ratchet, and the device was out of calibration; however, the repair was not completed as requested by the customer. Lot identification is necessary for review of device history records, and lot identification was not provided. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. . G2: foreign: germany.

Event description:
It was reported that outside of surgery, the unit was nonfunctional/ not functioning properly. There was no patient involvement. During device evaluation, the device failed the sample mesh test. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.